Event description:
Olympus (osh) was informed via repair request that the customer high-definition camera head has ¿no image occasionally due to poor contact of the cable¿. The reported problem was found during maintenance. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation confirmed the customer¿s reported problem, there was no image due to a defective/damaged and leaking cable unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. However, based on the physical evaluation results, the cause of the customer¿s reported event was isolated to a defective/damaged cable unit. The cause of the defective/damaged cable unit could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use. To mitigate device damage, the instruction manual provides the following descriptions. [Precautions against frozen or lost endoscopic images] follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. - never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. - while uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. - never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. - never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.